Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that a health care provider requested an longevity estimate for this implantable cardioverter defibrillator (ICD). Technical services (ts) discussed remaining longevity and the advisory status of the device. The device is a part of the shortened replacement window ((B)(4) 2007). Ts advised that the device follow-up intensify to monthly. No adverse patient effects have been reported.